Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital due to a pd catheter (not a fresenius product) related infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to complaints of abdominal pain, diarrhea, and fatigue. The patient stated the symptoms started on (B)(6) 2026 but never reported it to the pdrn. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily for 14 days and ip vancomycin 1g every 3 days for 14 days per the physician¿s order. The patient¿s white blood cell (wbc) count was 31,395 with 93% polymorphonuclear (pmn) cells. The culture was positive for rhizobium (agrobacterium) radiobacter from aerobic bottle only and pseudomonas aeruginosa from aerobic bottle only. The patient did not adhere to the antibiotic regimen due to being admitted to the hospital on (B)(6) 2026. The patient had the pd catheter removed on (B)(6) 2026. The patient will be going to back-up hemodialysis (hd). The patient remains hospitalized. The patient¿s antibiotics during the hospitalization were not provided. The cause of the peritonitis was patient confirmed contamination. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).